Event description:
Post operative cardiac surgery patient with epicardial wires experienced respiratory failure requiring intubation. During this event, patient became profoundly bradycardic. Pacer was in the room but disconnected. Pacer cables were attached by rn and green 'on' button pressed to activate pacer. Pacer showed message on front screen = 'self test failure' error: 0004, with solid red light in ventricular sense indicator area. Staff was unable to make pacer work beyond this error message. Pacer immediately switched to emergency pacer in ccu stat cart (which was in the room) and pacer successfully turned on (using same procedure per the rn). Failed pacer removed from service and given to clinical engineering who called the company. He was told this is a well known issue that occurs when any other button on the front of the pacemaker is depressed (inadvertently) when the on button is pushed. To fix it, one must pop the battery out and put it back in (according to the company contact). There are 5 other buttons in close proximity to the on button that could potentially get pressed at the same time.